Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
The following revision event was included in a report received as part of the (B)(6) iis: patient had a right primary tha due to osteoarthritis; underwent revision due to aseptic loosening of the acetabular component where the cup, head and liner were exchanged. Patient's bmi is reported as 38.1.